Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: a review of the black box showed multiple unexplained power on reset events. The returned battery cap and test cap attached to the pump but continued to spin due to a battery compartment crack at the threads to the left of the bumper down to the case seal. Two battery cap contact heights were out of specifications. Both contact widths were within specifications. The pump was run for 24 hours successfully. The pump was opened to find no damage to the power circuit. Evidence of moisture was found on the main printed circuit board. The complaint of intermittent power was unable to be duplicated during investigation.